Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient used novorapid insulin, which the patient keeps in the refrigerator, but is not keeping the temperature correct when filling the insulin cartridge.